Manufacturer narrative:
H3: the device is implanted in the patient.

Event description:
It was reported that during an endovascular procedure, the subject flow diverter stent didn't end of working. The subject stent didn't open correctly and hence was reopened. It was also reported that the subject stent was foreshortened post implant. The procedure was completed successfully without any clinical consequences reported to the patient due to this event. No other information is available.

Event description:
It was reported that during an endovascular procedure, the subject flow diverter stent didnt end of working. The subject stent didn¿t open correctly and hence was reopened. It was also reported that the subject stent was foreshortened post implant. The procedure was completed successfully without any clinical consequences reported to the patient due to this event. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated preparation/set-up was performed as per the directions for use and continuous flush was maintained for the duration of the procedure. No other devices were used in the procedure in conjunction with the subject device. The patient's anatomy was not tortuous. The physician does not feel that the anatomy and/or location of intended area of treatment may have contributed to the reported event. The anatomical location where the issue occurred was the internal carotid artery ica and the anatomical location of the intended treatment was the pcom area. The medical procedure the device was used for was an flow diverter stent fds case. The subject device was implanted in the patient. After the case, the fds foreshortened post implant. The device was reopened. There was no unanticipated medical intervention involved in relation to the alleged event or product malfunction. There was no injury encountered during the procedure. The patient was not affected and there were no adverse consequences as a result of the event. The patient is not on added medication or treatment due to the reported events. In the physician¿s opinion, the reason for the issue was the 3.25 device didn¿t open correctly. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿ and ¿stent deformed¿.